Manufacturer narrative:
Insulin pump received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform any test due to missing spring. Pump received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the spring of the battery compartment was damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.